Event description:
Drug nafcillin, treatment of pneumonia, kidney transplant circadian mode, kvo = 0.2 mi/hr 18:30 stop 10:00, dv 49.9 ml. 24:00, stop 00:30, dv 49.9 ml. 6:00, stop 6:30, dv 49.9 ml. 12:00, stop 12:30, dv 49.9 ml. Pump stopped infusion and began alarming bag empty. Notified pharmacist at about 12:40 am, said bag was empty, pump read: total given=215 ml. Pt was disconnected, no reaction to dosage occurred.